Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: was informed from pa that patient ended up with cold leg that evening and manta was surgically removed. Additional information: during an evar procedure on the (B)(6)2023, ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 10mm mild calcification and no reported tortuosity. Manta depth was 3.1cm and there were no issues advancing or withdrawing procedural sheaths. 75mg of protamine was administered intravenously during the procedure. It was reported that several hours after the procedure the patient was diagnosed with "cold leg". A surgical cutdown was performed and it was found that the manta was deployed appropriately an occlusion was located at access site, a piece of calcium was caught on the manta. The physician stated that the calcium lifted up and occluded vessel, and that manta was correctly deployed and not the cause of the occlusion. Blood flow was restored and the patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release of manta lot a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was 10mm, with mild calcification, no tortuosity, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the 18f procedural sheaths. After the evar procedure, an 18f manta was deployed to the measured depth in the left common femoral artery without complication. Following deployment, hemostasis was immediate. Pedal pulses were dopplered, the groin area above and below the access site was palpated to verify flow, and patient outcome post-procedure was fine. Several hours later, the patient was experiencing and was diagnosed with a cold leg. The vascular surgeon was called to perform a cutdown, which revealed an occlusion at the access site. The surgeon noted although the manta device was explanted, during the intervention the manta was seen positioned correctly, was effective in achieving immediate hemostasis, and verified good flow return. Manta was determined not to be the cause of the occlusion. A piece of plaque caught onto the manta anchor lifted and occluded the vessel. Blood flow was restored, and the patient outcome is fine. The patient did not experience any harm, injury, or health consequence due to this event. The manta instructions for use procedure preparations state to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: was informed from pa that patient ended up with cold leg that evening and manta was surgically removed. Additional information: during an evar procedure on the (B)(6) 2023, ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 10mm mild calcification and no reported tortuosity. Manta depth was 3.1cm and there were no issues advancing or withdrawing procedural sheaths. 75mg of protamine was administered intravenously during the procedure. It was reported that several hours after the procedure the patient was diagnosed with "cold leg". A surgical cutdown was performed and it was found that the manta was deployed appropriately an occlusion was located at access site, a piece of calcium was caught on the manta. The physician stated that the calcium lifted up and occluded vessel, and that manta was correctly deployed and not the cause of the occlusion. Blood flow was restored and the patient was reported as fine post the procedure.